Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s mildly calcified and 75% stenosed lesion during advancement, resulting in difficulty encountered during advancement. Additionally, it was reported that the guide wire broke. It is likely that manipulation of the guide wire, when resistance was encountered, resulted in the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed left circumflex (lcx) artery with mild calcification. The versaturn guide wire (gw) was advance with resistance due to the anatomy; however, the tip of the gw broke during advancement. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 75% stenosed left circumflex (lcx) artery with mild calcification. The versaturn guide wire was advance with resistance due to the anatomy; however, the tip of the guide wire broke during advancement. The guide wire was simply removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.